Event description:
The customer reported that she made a visit to her doctor's office due to high blood glucose levels. The reported blood glucose reading at the time of the call was 97 mg/dl. The customer stated that her blood glucose levels have been very erratic, going from 400 to 40 mg/dl within an hour period. The customer's doctor felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.